Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: one or a combination of the following factors may have contributed to the experience observed; cement polymerization may have advanced to the state where its viscosity was too high to permit ejection from the cartridge and this has stressed the cartridge flange inadvertently, if the power-flo injector was used, it may have not been set to the "fill" position as recommended in the package insert, the condition of the gun used and it field age. Based on the information available, a definitive cause for the cartridge issues experienced cannot be determined. Cause cannot be definitely determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the device broke upon insertion of cement. The surgeon had to swiftly remove the cement in the canal prior to hardening and remix a new batch of cement to inject. This caused a 20 minute delay in the procedure.